Manufacturer narrative:
All available information was investigated, and the reported leak could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve, reducing mr to a grade of 2. However, while removing the clip delivery system (cds), air was observed in the hemostasis valve of the steerable guide catheter (sgc). Both devices were removed without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.